Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.5d) was implanted backwards during primary cataract surgery. The patient had 3 light treatments with minimal changes in refraction. On (B)(6) 2025, a lens repositioning procedure was completed, and the lal was flipped into the correct orientation.